Event description:
On (B)(6) 2016 I received mentor memorygel breast implants during a reconstructive breast surgery following a bilateral mastectomy. In (B)(6) 2017, I noticed a complication with the implant on the right side. As a result of this complication, I had surgery on (B)(6) 2018 at (B)(6) medical center in (B)(6). When my surgeon removed the original implant, he encountered something that neither he, nor the mentor representative had ever seen before. The interior contents of my implant had become white and cloudy. I am told there were no obvious holes or leaks in the implant. My surgeon photographed the implant, and then released it to mentor for further research and investigation. I want to know what caused the defect in this breast implant. I also want to know how this defect and/or possible leak could impact my future health. I am concerned I might not get an honest and complete report of the findings because the implant is now in the hands of the manufacturer. I would like for the FDA to provide some oversight in this situation to ensure that I am fully informed of any findings.